Event description:
It was reported that bd insyte-n autoguard needle did not fully retract. The following information was provided by the initial reporter: 28-may-2025 concern description: doctor attempting to start an IV for a patient, but unable to retract needle from plastic hub. This occurred two times. Psls ID(B)(6). No adverse event reported. Customer response received on 12-june-2025. The needle did not fully retract out of the plastic hub. The needle initially began to retract at regular speed and then stopped. Yes the needle started to retract and then stopped. The needle moved and then stopped. Yes the button depressed.

Manufacturer narrative:
Bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Please see attached customer notification urgent: medical device recall (removal) mds-25-5274 - bd insyte¿ autoguard¿ and please take the actions as identified in the notification. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.